Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 keeps failing when opening and closing. A field service engineer performed a hardware test application (hta) and carried out corrective actions on door 4 with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 4 keeps failing while opening and closing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.